Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned without the metal stiffener or trocar. The locking tab and thread were missing from the hub of the catheter. The threads were examined under magnification and the threads exhibited jagged edges as though a tensile force had been applied. There were no issues noted with the catheter. Therefore, this complaint was confirmed for breakage. A definite root cause for the thread breakage cannot be determined with confidence. Possibly the breakage was caused due to improper technique in the removal of the catheter based on the absence of the tab and string at the hub. Since this complaint may be related to an event within the user environment, no corrective action will be taken at this time.

Manufacturer narrative:
The evaluation of this issue is in progress. A follow-up report will be submitted once the investigation is complete.

Event description:
Due to resistance, it was not able to pull the thread out when removing the catheter after drainage of one month period. The thread was cut close to the skin surface and the remaining thread was left in the patient body. The catheter had placed in a gal balder for a month for drainage. No extra procedure or surgery is planed to remove the remaining thread from the body.